Event description:
It was reported that the customer received a no delivery alarm while he was attempting to fill up his cannula. The customer's blood glucose level was 145 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.